Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by the FDA, ebr or its employee, that the device, ebr or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on april 17, 2026, that a patient underwent explantation of the wise crt system battery (model 3100, s/n (B)(6)) and transmitter (model 4100, s/n (B)(6)) due to pocket erosion with local signs of infection. The procedure was completed successfully without complications, and the patient was discharged. At the time of explant, a skin defect approximately the size of a one-euro coin was observed over the battery pocket, with the device visible externally. The erosion was localized to the battery pocket. Mild redness was reported beginning approximately 3-4 days prior to the procedure. Infection was not microbiologically confirmed. The patient was treated with antibiotics (piperacillin/tazobactam and clindamycin) prior to explant. No comorbidities or risk factors were reported. The most recent battery replacement occurred in (B)(6) 2025, and the surgical site was reported as fully healed at the last follow-up in (B)(6) 2026, with no early signs of erosion or infection. A scheduled follow-up on (B)(6) 2026, was missed. The devices are expected to be returned for evaluation. No further information was provided.